Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned, so no visual inspection or functional testing was completed. Based on the information available, a cause of undetermined was assigned to this event.

Event description:
It was reported during treatment of a stroke, the distal end of the guidewire(subject device) broke off inside the patient. The physician removed the broken wire with a snare device and completed the procedure. No additional information is available.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported during treatment of a stroke, the distal end of the guidewire (subject device) broke off inside the patient. The physician removed the broken wire with a snare device and completed the procedure. No additional information is available.